Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced frequent nocturnal hypoglycemia while using the ilet, including a documented blood glucose of 52 mg/dl, and attributed the events to perceived insulin stacking. Symptoms included low blood glucose with nocturnal awakenings. Outcomes included self-treatment at home with recovery and no hospitalization. Troubleshooting and education were offered but declined, and further training was declined. Investigation included a review of complaint details and user feedback. Investigation of this case revealed that the cause of the hypoglycemia was unclear and no device malfunction was identified based on available information. It was concluded that the event was user-reported hypoglycemia with undetermined cause, and the device remains available for evaluation if returned; a supplemental report would be filed upon evaluation.